Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported feeling unwell and self-treated with sweets and chocolate bar to bring blood glucose (bg) levels back up. Patient's cgm value was 6 mmol/l, while the bg meter 1.2 mmol/l. At the time of contact, patient is fine. No additional patient or event information was provided. Data was provided for evaluation. The reported cgm inaccuracies was confirmed via data. The root cause could not be determined. The patient took medication(s) containing acetaminophen. The dexcom g5 mobile continuous glucose monitoring system states: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.